Event description:
It was reported that the insulin pump alarmed several errors and blacked out before restarting itself. The blood glucose reading was 149 mg/dl. The customer stated that the alarm was not recurring during normal insulin pump use. Explained that the device experienced an unexpected restart and advised the customer to monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.